Event description:
Pt was having cardioversion. Pads were in place. Machine was set for 360 and it failed to discharge. Charge again but again, failed to discharge. Charged again but again, failed to discharge. Tss came into department for another reason asked to check machine. Nurse went to cath lab and obtained another defibrllator. Tss cut the power off, waited 10 sec., then turned back on. Machine functioned properly. Following cardioversion, staff member noticed pacer light was on and started pacing at 60. (This was done without being told to do so by the staff-staff was not near the equipment at this time.